Event description:
Same case as MDR ID # 2134265-2013-08334 and 2134265-2013-08335. It was reported that automatic pullback failure occurred. During procedure, it was reported that the motor drive unit was not pulling back. The display appears normal and sled was recognized. Manual pullback was performed to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition. The unit meets specifications for functionality. The unit underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08334 and 2134265-2013-08335. It was reported that automatic pullback failure occurred. During procedure, it was reported that the motor drive unit was not pulling back. The display appears normal and sled was recognized. Manual pullback was performed to complete the procedure. No patient injury or complications were reported.